Event description:
Boston scientific received information that this right ventricular lead displayed a shock impedance of <20 ohms. The patient was seen in clinic for follow up. Isometrics were performed and all subsequent shock impedance measurements were within normal range. Technical services discussed performing a max energy shock to evaluate the integrity of the system. The local boston scientific field representative was to discuss an action plan with the physician. An attempt to obtain additional information has been made. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
Subsequent information from the local field representative indicated that the patient was seen for follow up. A 41 joule synchronous shock was performed. The resulting shocking impedance was found to be within normal range. No additional testing was performed. The patient will continue to be followed. The lead remains in service.